Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and that the buttons are not working. The customer tried to remove the batteries, which did not resolve the issue. The customer did not know their exact blood glucose. They stated that the device was not dropped. They were working, climbing ladders and sweating. Nothing further was reported.